Event description:
Reporter alleged pt's blood glucose read 412 mg/dl compared to a lab result of 76 mg/dl when testing was performed within 5 mins of each other. It was stated the pt's insulin drip was raised from a "2" to "3" based on the meter result. Reporter indicated after obtaining the lab result, the patients' insulin infusion was stopped immediately. Reporter stated both levels of control solution "failed" when they were tested while on the phone with the MFR; however, were stated to have "passed" earlier that same day. No other pt info or related info to the incident was reportedly provided. A request was made for the return of the suspect device and replacement product was sent.